Event description:
The customer reported that the display went blank while in use.

Manufacturer narrative:
The factory has not yet received this device for eval, and the complaint is still under investigation.